Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the atrial pacing lead exhibited out-of-range high impedance. The patient was brought into the clinic on (B)(6) 2017 for a lead revision procedure. The patient was stable during and after the procedure.